Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was the foreign matter adhering to the inside of the air / water tube of the bending section of the device. There was not the foreign matter adhering to the nozzle. The foreign matter came from the component of the silicone rubber based on a component analysis. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported phenomenon could not be conclusively determined. Since the foreign matter is translucent and slightly viscous, it is possible that the foreign matter is derived from chemicals or is mixed in the water supply tank.

Event description:
The customer reported that the air/water-feeding function did not work. Olympus inspected the device at the service department of olympus and found that the foreign matter adhering to the nozzle of the distal end of the insertion tube of the device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. Other detailed information was not provided. There was no report of patient injury associated with the event.